Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hard drive. The system operates as intended.

Event description:
It was reported that the 9800 system responds slowly to image recall and transfer. Some of the images that were saved do not show up when recalled after the case is finished. No patient injury was reported.